Event description:
Procedure type: low anterior resection with end to end anastomosis. According to the reporter: after firing, the device could not be taken out of the cavity. To remove the device, colon was dissected and it was observed that the proximal part of the anastomosis was not cut. A new instrument was used to complete the procedure.

Manufacturer narrative:
.